Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump during basal delivery. Customer reported that he was having issues with the buttons in the last 2 weeks or so. Customer was advised to discontinue the pump's use until the replacement arrives and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.